Event description:
Routine complaint investigations when a consumer reported receiving imprecise sequential readings within a 10 minutes time frame on the precision qid blood glucose meter. The results when plotted on to a parkes error grid fell in the "c" zone which is considered to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.